Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the silicone was sliced on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis result for nitrogen was above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture was observed. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
During surgery, the recipient's cochlea was cleaned. The surgeon reportedly tried reinserting the electrode. However, after multiple failed attempts due to the electrode not staying in place, a new advanced bionics device was inserted.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.